Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of infusion set leakage at the tubing on (B)(6) 2025. No further information available.